Event description:
The vigilance responsible of the hospital reported via fax an event of revision of the implanted prosthesis due to breakage of the tapered femoral spacer. The other component involved and reported was not broken. The opinion of the surgeon is that "the taper did a cold fusion of its distal part with the spacer, and that the portion immediately before the merger has gone to meet fatigue fracture."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.